Event description:
The patient sustained a right acetabular fracture due to a mva. The patient had two subsequent returns to the or for debridement and irrigation of the hip wound. The 3rd procedure was for irrigation, debridement, and application of a wound vacuum-assisted closure. The 4th procedure for debridement uncovered the trocar sleeve of the hemovac drain in the wound and it was removed.